Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further ino derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015 and mesh was used. Before use on the patient, the primary foil was noted to be damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Date sent to the FDA: 01/15/2016. It was reported that the hole was discovered in the foil package. The actual sample was returned for evaluation. Visual examination was revealed severely kinked and creased area showing a superficial scratching mark with a tiny hole going through the complete foil layer. The cause of observed hole forming could not be clearly determined due to the fact that the foil had been opened and its used appearance. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.